Event description:
Customer called to report that the insulin pump has been alarming. Blood glucose reading at the time was 435 mg/dl. Customer mentioned that the sensors have been falling off and that he has not been using them. Confirmed from alarm history on the insulin pump that all were related to the customer's sensors falling off. Customer will wear the sensors again and call back to troubleshoot when the insulin pump alarms. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.